Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely depressed troponin I result is unk. The instrument is performing within specifications.

Event description:
A falsely elevated toponin I result of 6.0 ng/ml was obtained on a whole blood pt sample. The results were not reported to the physician. The test was repeated on the same sample spun and a result of 0.0 ng/ml was obtained. A new sample was obtained and tested both as whole blood and plasma. Results for both whole blood and plasma were 0.0 ng/ml. Pt treatment was not prescribed or altered and there was no report of adverse health consequences to the pt as a result of the falsely elevated troponin I result. Analysis of the instrument and instrument data indicate that the cause of the falsely elevated troponin I is unk.